Event description:
It was reported that the customer had a motor error during rewind on the insulin pump. The customer's blood glucose level is normal, didn't require medical treatment. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump has with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.